Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was ready to fire on a vessel and it half fired. The device was removed from the patient and fired to complete the cycle which occurred. Then, the device was re-introduced to the patient and jammed. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Broken advancer. The analysis results found that the el5ml device was returned with a clip in the jaw and the jaws were partially open. The clip was removed from the jaws in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. The remaining clips were pear-shaped due to the condition of the advancer. Finally the device locked out as intended. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.